Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had undersensing that caused the device to classify the arrhythmia as terminated while still in progress. The lead remains in use. No patient complications have been reported as a result of this event.